Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient was explanted (date not reported) because of a cholesteatoma. There are no plans to reimplant the patient at this stage due to the extent of the cholesteatoma.